Event description:
A customer reported experiencing a temperature alarm labeled as 10a with their device. There was no reported impact to the customer¿s blood glucose level. The customer declined any further follow-up from the technical support team and no additional information regarding the outcome or actions taken was available.